Manufacturer narrative:
Approximate age of device ¿ 7 months. The event occurred at (B)(6) university. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital on (B)(6) 2015 due to a bacterial driveline infection. The cause of the infection was reported to be patient non-compliance with device management. The patient reportedly remains in the hospital and is being treated with unspecified antibiotics and rest. No additional information was received.